Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor would not power on and review of the download data indicates that the monitor displayed code 203. Upon evaluation, the c1 capacitor was shorted inducing a short at the 12v line and damage to the l1, l2, and d1 components. The cause of the inability to power on and the code 203 is the shorted capacitor and damaged components. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.